Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the right ventricular lead the patient experienced discomfort due to a slight pericardial effusion. The physician waited until the patient discomfort subsided and then successfully completed the implantation. The patient was in good condition following the procedure.